Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. It was not reported if the customer experienced a high or low blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.